Event description:
It was reported that the patient experienced a "pump stoppage" on (B)(6) 2026 around 0720. The patient was said to have been asymptomatic and was resting in a chair at the time of the event. The device reading returned back to baseline since the alarm. Log files were submitted for review and captured an intentional pump stop being manually activated by the system monitor several times on (B)(6) 2026 from 19:18 to 19:20. These events caused multiple pump stops during this time period. There was no unusual event prior to or after the pump off event. It was later reported that the patient was asymptomatic during the event. According to the staff, the system monitor was having a glitch and scrolling through the touch screen tabs accidentally pressed the ¿pump stop¿. After turning off and back on, the screen issue self-resolved. There had been no issues since and the system monitor was placed back in circulation.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of the pump stop button on the system monitor being accidentally pressed was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of (B)(6) 2026 was reviewed. The log file captured intermittent pump stop events on (B)(6) 2026 at 19:18:53, 19:20:15, 19:20:26, and from 19:20:45 to 19:20:46 due to the pump stop command being pressed. The pump ramped up to set speed without any issues once the pump stop command was cleared. Aside from the pump stop events, the pump maintained a speed within the low speed limit without issue throughout the timespan. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The root cause of the reported events could not be conclusively determined through this analysis. The serial number of the heartmate system monitor was not reported with the event. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿). Per this section, if the system monitor does not function properly, contact the company's technical service department. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU (rev. B). The IFU also instructs users to never expose their power module and other external equipment, including the system monitor, to liquids, as liquid may enter the units and damage them. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department (rev. B). The heartmate 3 patient handbook (rev. A) and the heartmate 3 instructions for use (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.